Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that skin graft got split in 2 because board (dermacarrier) got caught in the machine. The same skin was used to complete the procedure. There was injury/harm to the patient. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). This report is being filed as a supplemental to relay additional information. D11 - concomitant medical products: item number: 00770301500, z.s.g.m. Cutter 1.5:1 ratio caution: sharp, lot number: 63592357. On (B)(6) 2019, it was reported that the plastic board (dermacarrier) got caught in the machine. The skin graft got split. The customer returned a skin graft mesher device, serial number (B)(6) , for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6) , for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(6) two times as documented in the repair reports in livelink. The last repair was june 7, 2017 where it was reported that the device was shredding skin/barbed blade or guard and the roller, bushings, side plates, comb, and gears were replaced. This is not a related issue. Product review of the skin graft mesher by zimmer biomet australia on may 3, 2019 revealed that the pretests could not be taken due to the damaged comb. The comb was damaged along the surface with flat spots on the bottom edge. The right side plate was worn on the internal surface where the roller and side plate meet. The shoulder bolts, washers, and nuts needed replaced. The 1.5:1 ratio cutter, serial number (B)(6) produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet australia on may 3, 2019 which included replacement of the right side plate, roller, bearings, washers, shoulder bolts, cap nuts, gear, comb, carrier guide, and screws. Skin graft mesher, serial number (B)(6) , was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review by zimmer biomet australia nothing was noted that would have caused the dermacarrier to become caught in the machine. It was noted that the comb was damaged and this may have caused the skin graft to become snagged and tear when being meshed through the system. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet australia nothing was noted that would have caused the dermacarrier to become caught in the machine. It was noted that the comb was damaged and this may have caused the skin graft to become snagged and tear when being meshed through the system. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.